Manufacturer narrative:
The customer did not return the suspected product. The in-house meter was tested with in-house test strips from lot # 8hpeg02a and in-house control solution from lot # 9bv2g39. The control lot # 7bv2g12 has expired, therefore, in-house reference control solution from lot 9bv2g39 was used during the investigation. All results were within specifications. All control readings were properly marked as control results.

Manufacturer narrative:
The customer returned the contour next link 2.4 meter and contour next test strips from lot # 8hpeg02a. The returned meter was tested with returned test strips and in-house control solution from lot # 9bv2g39, which gave satisfactory performance. All control readings were properly marked in the meter memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 10:13 a.m., the customer ran a control test on a contour next link 2.4 meter and obtained a reading of 173 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.